Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the pump powers with returned battery cap. Evidence of moisture contamination inside battery compartment and on underside of battery cap contact. Battery compartment crack observed below grip pad. The black box shows three eaw 162 loss of prime warnings. On each occurrence patient failed to complete a load/ step after a power on reset. Exercised pump for 24 hours with a 1 unit per hour basal program. No prime related warnings duplicated. Performed multiple ¿load step¿ functions. No prime related warnings duplicated. The force calibration check fails with a reading of 155. Removed pump case. Force sensor pins seated and solder connections intact. The force sensor resistance test passes with a reading of 8.3 k. Disassembled force sensor, no evidence of shim or plate wear. No evidence of contamination found in force sensor housing or force sensor shim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.